Event description:
It was reported during reprocessing that a rust colored liquid was observed leaking from the cysto-nephro videoscope, possibly due to a crack in the insertion tube. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.